Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error e216 (scope communication error) and debris was present inside the lg (light guide) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e216 (scope communication error) was due to component failure whereas the cause of the debris inside the lg (light guide) lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.